Event description:
Event: model 233 vacuum steam sterilizer door opened during cycle. Door swung to full open position, hitting case cart and denting the door cover. Door switch lever was found cracked and locked in a closed position. The user [sr] and no one else were injured. Potential problem: the potential of serious injury due to the nature of this malfunction is of concern.